Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the event while the device was in use with a patient. The root cause was determined to be user error/abnormal due to a gap of training. No correction was conducted on the device. The patient went into cardiac arrest. The complaint is therefore reportable.

Event description:
My name is (B)(6) and I am a general surgeon at (b}(6) and I wanted to reach out about a product used in our intensive care unit that several of my partners have experienced complications with. The product is the intellicuff (B)(6), which is used as a continuous monitoring and adjustment device for cuff pressures in tracheostomies . I am part of a team which performs tracheostomies in ventilator dependent patients, and we have seen an increase in respiratory failure and ventilator dependence due to our covid surge . Typically if a patient can't be weaned from the ventilator after 3-4 weeks, our team is consulted for tracheostomy placement. I believe I am personally aware of about ten incidents in which immediately after a tracheostomy the patient required emergent intervention because of leaking from around the tracheostomy cuff leading to inadequate ventilation and oxygenation. Yesterday a patient of mine experienced a cardiac arrest several hours after I placed a tracheostomy . And I believe this was from a cuff leak leading to hypoxia. The common denominator in all of these events seems to be the use of the intellicuff by our respiratory therapy department. My belief is that the device keeps the cuff pressures too low, or doesn't adequately perform the adjustments it's manufactured to do. In our covid population, airway pressures are very high and usually a constant high cuff pressure is necessary to keep ventilated gases within the respiratory tree . I believe the intellicuff somehow isn't able to adapt to this high pressure environment. Leading to leaking problems. Perhaps there is a user error component originating from our respiratory therapists , but even in this case, it may point to a device which is too complicated to use safely. FDA safety report ID#: (8)(4).